Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: investigation of the returned gaia second revealed that its core structure was broken at approx. 5mm from tip end, coil wire was elongated to approx. 60cm from the middle brazing, while the guidewire was in one unit without separation into two. Close observation of the core structure breakage site revealed the trace of local bend and rotation before breakage. Based on the provided information and the outcome of the investigation of the returned guidewire, it is inferred that the tip of the guidewire might have been trapped in the totally occluded lesion. With manipulation of the guide wire applied under such condition, local and excessive force beyond the product design limit, resulted in the breakage of the core structure. With removal of the guidewire, the coil wire became unraveled and elongated. The instructions for use (IFU) warnings section states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do no torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. Separation or breakage of guidewire is listed as one of possible complications and adverse events. All the shipped products are inspected in the production process for meeting product's specifications and the release criteria, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the totally occluded distal right coronary artery. The asahi gaia guide wire was advanced to the lesion in an attempt to cross the total occlusion. No resistance was felt during advancement to the lesion; however, during the attempt to cross the total occlusion the guide wire was over-torqued causing the tip to stop moving. The guide wire was removed from the anatomy without issue and was observed to be unraveling and separated at the core, but was still in one piece. A new guide wire was used successfully to complete the procedure without further issue. The patient outcome was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.